Event description:
The patient contacted lifescan (lfs) and reported that his one touch ultra meter was reading inaccurately high. There was no allegation of harm or serious injury. The patient had provided a result of 102 mg/dl on his meter, and was invalidly comparing that result to his normal readings/feelings. He was unable/unwilling to answer if he was experiencing any symptoms at the time of concern. He did not receive any medical intervention or treatment from a medical professional. During troubleshooting, it was verified that his meter was in the right unit of measurement (mg/dl) and that it was coded correctly. He was unable/unwilling to answer if he was cleaning the puncture area correctly. His test strips were in good condition and within the expiration date. He was walked through a control solution test, but it failed outside the range. He was asked to retest, and the second test also failed. Based on the information provided, there is indication that the product has malfunctioned and that the event meets the criteria for a medical device reportable. However, there is no information to suggest that the patient experienced injury due to the product. This case is reported as a product malfunction since two control solution test failed. The patient was sent a replacement meter and test strips.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.